Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 3.0 x 10 merlin. Stent: 3.0 x 28 mm xience. There was no reported product deficiency. Arrhythmia is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during a procedure of the right coronary artery, an attempt was made to cross the lesion with a 3.0 x 28 mm xience v; however, it was unable to cross. A 3.0 x 10 mm non-abbott catheter was used for pre-dilatation. It was noted that a 2.75 x 15 mm xience v was used in the procedure without noted issue and was post dilatated; however, at some point in the procedure the patient needed defibrillation. The procedure was stopped and the patient was transferred for bypass. There was no additional information provided.